Event description:
The customer stated they received error code 5060 "homing failure sampling syringe" on the axsym analyzer. There was evidence of fire (wire was burned) and the sampling syringe board was black due to an electrical shortage. No injury was reported.

Manufacturer narrative:
(B)(4); no patient involvement (B)(4); burn of device or device component. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Manufacturer narrative:
The field service engineer (fse) noted there was dried buffer on the connector from the motor to the board of the sampling syringe assembly. The fse replaced the sampling syringe assembly. A labeling review found the axsym system operations manual contains adequate information on the axsym analyzer potential hazards, operational precautions and limitations. The manual notes the axsym system poses no uncommon electrical hazard to operators, and basic electrical hazard awareness is essential to the safe operation of any system. This section also notes to keep liquids away from all connectors of electrical or communication components. The manual, section 10, troubleshooting and diagnostics contains adequate instructions for resolving error code 5060 generation. The manual lists multiple hardware failure probable causes for the error code and instructs the operator to contact the axsym customer support center for assistance. (B)(4). Leaking can occur as a result of loose tubing connections or from overpressure in the pressure monitor sensor due to an obstruction. The outcome is dripping of bulk solution #4 onto the sampling syringe I/o power board which can result in a burning smell or smoke. Leaks at tubing connections are usually a result of inadequate positioning initially or loosening of the connection with wear. The axsym operations manual labeling for weekly maintenance instructs the customers to inspect for leaks, and there are instructions in the service manual on properly securing connectors. An axsym sample syringe shield was developed to prevent exposure of the sample syringe power control board to leaking fluid. It was noted that the customer did not have an axsym sample syringe shield on their analyzer and abbott product quality recommended that one be installed. A review of complaints and quality metrics did not identify any adverse trends related to this issue. Based on the available information and this evaluation, no deficiency was identified for the axsym plus analyzer list number 07a83-03 for the issue under evaluation.